Event description:
It was reported the lead was explanted and returned due to oversening, inappropriate therapies and an apparent lead fracture. No further patient complications were reported as a result of this event.

Event description:
It was reported the lead was explanted and returned due to oversensing, inappropriate therapies and an apparent lead fracture. No further patient complications were reported as a result of this event. Additional information was received reporting an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): proximal conductor fractured; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. It was reported the lead was explanted and returned due to oversening, inappropriate therapies and an apparent lead fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.